Manufacturer narrative:
Due to the model number not provided by customer the device manufacture date can not be determined.

Event description:
The customer claims this didn't last three months. Barely a month of use and I almost swallowed the bristles!